Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that during an appendectomy, the surgeon heard a cracking noise and the device would then no longer open. The tissue around the jaws was resected in order to remove the device. There was no pt injury.